Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had spantaneous switch freeze/ release and third button on the camera does not work. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected fields: g2 ("distributor" should not be selected) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is likely that a short circuit occurred at the torn part of the cable sheathing, leading to the switch reacting on its own. The inspection method for the suggested event1,2 is described in the operation manual for ltf-s190-5 "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.